Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 425 mg/dl. The customer was treated wit manual injection. The customer reported that alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer is not able to troubleshoot at time of call due to unable to determine the cause of the issue. The customer is returning product base on her request. The customer will received the replacement reservoir.